Event description:
The reporter stated the surgeon attempted to use a micl 12.6mm implantable collamer lens. The surgeon removed the lens from the vial using forceps. Noticed lens had black particle on it. Attempted to irrigate the lens to remove the particle but it stayed on the lens. There was no attempt to load the lens. There was no pt contact. The surgeon decided to implant the backup lens.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned product found no visible damage to lens. Lens was returned in liquid. Loose black particles on lens. A lens work order search was performed and no similar complaints found within the same work order. (B)(4).